Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E1: initial reporter last name - (B)(6). Upon investigation of the actual device used in this incident, it was determined that end user was reporting that three departments with issue pyxis were showing. New patient information may not be available at this time, and new orders were not coming in from epic into pyxis. A technical support specialist dialed into the carefusion coordination engine (cce) and performed a system check: no resource issues observed. Cce services were confirmed to be running. Step 3 maintenance appeared as pending, likely due to a reboot during the scheduled maintenance window. Message trace confirmed that active directory (adt) and orders were transmitted with current timestamps to the es server without delay. Participated in a meeting with the customer team, who reported that the earlier issue had been resolved, and all devices were no longer critical override. Root cause was identified as a failure of the sql db server¿s gmsa account, which prevented structured query language (sql) services and consequently cce services from starting. Hospital information technology team (hit) team restarted the cce services, successfully restoring communication. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis had interface issue ER, behavior health, medical and ccu was affected. Also, new patient information was not available, and new orders were not coming in from epic into pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.